Event description:
It was reported that in the study "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", one patient had full revision due to deep hip infection.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, based on the article information provided, the root cause of 2 early post-op revisions were due to periprosthetic fractures, although the root cause of the fractures could not be concluded case (B)(4). The root cause of the 3rd revision was reportedly a deep hip infection; however, no lab/pathology result was referenced in the article and a root organism could not be identified case (B)(4). The patient impact beyond the reported symptoms and subsequent revisions noted in the article could not be expanded upon without patient specific documentation. Without the actual product and lot numbers, involvement in the r3 shell recall event could not be confirmed. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.